Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about her low blood glucose level. Customer's blood glucose was 37 mg/dl at the time of the incident. Customer states that she did have low blood glucose when she flies. Nothing will be replaced and returned for analysis.